Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, approximately 4 years and 2 months post implantation of a sapien valve, a 2nd sapien xt was implanted valve due to degeneration with stenosis and aortic insufficiency (ai).

Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the valve degeneration 4 years and 2 months post implantation could not be confirmed of the sapien valve. Other potential contributing factors are unknown as no clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.